Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: during a mis surgery: once the screw was inserted, the head of the screw came off with the screwdriver, this happened during the insertion. The piece did not have any other problem. The screw was withdrawn and then replaced it was reported the patient did not have any impact and the surgery had no delay. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history records review has been requested. Placeholder.